Event description:
It was reported that after an exploratory laparotomy procedure, after the procedure it was noticed that the seal cap became broken and it is unknown if any pieces fell into the patient. It is unknown if an xray was used to determine if any pieces fell into the patient. There is no additional information at all.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Torn iris seal the analysis results of the device found that the device received had the inner upper seal ring torn. The initiation site for the tear was adjacent to the inner upper seal ring. The tear propagated to and 360º around the inner upper seal ring. No functional testing could be performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
During a review of the event history of complaint, (B)(4), it was discovered that failure code 810:11 occurred on (B)(6) 2010. The event occurred during delivery. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this report is 6.13.90, categorized as remediated.